Manufacturer narrative:
Per the request of the olympus trained biomedical engineer and as discussed with technical assistance customer support engineer, replacement parts were shipped to the user facility to replaced the damaged connector parts. To date there are no further issue reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that in the beginning of reprocessing, the oer-pro was observed with a broken grey connector, the spring came out. It is unknown how the connectors became damaged. The device according to the reporter was inspected prior to use and there was no issue observed. There was no patient involvement on this report, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the event cannot be conclusively determined. It was presumed that the gray connector unit came apart and may have caused disconnection of the connecting tube. The user may have added stress to the gray connector. The stress may have caused the event. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. It was presumed that the user added stress toward the direction to the connector get loose, which led to the event. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the following for each connector. The connector should be fixed firmly .the o-rings should be free of abnormalities such as cracks, tears, or dents.